Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert indicated an insulin shaft rewind error on the ilet, which persisted after a guided restart; the device was replaced and the user transitioned to backup injections while awaiting the replacement. Symptoms included no adverse physiological effects, and blood glucose at the time was 132 mg/dl. Outcomes included temporary interruption of pump therapy, continuation of cgm use, and initiation of backup therapy until the replacement arrived. Investigation included verification of the alert in device history and troubleshooting with a device restart. Investigation of this case revealed a device malfunction related to the insulin delivery mechanism, consistent with an insulin absolute range error and rewind fault. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump assembly.